Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that the blue rubber hose which came out of the bottom of the bag was kinked and wanted to make sure if they could pull it out and unkink it without causing leakage. Advised that the hose was sealed and should not leak.

Event description:
It was reported that the blue rubber hose which came out of the bottom of the bag was kinked and wanted to make sure if they could pull it out and unkink it without causing the leakage. The liberator representative advised the patient wife the hose was sealed and did not leak and also advised if the patient experience any leakage to call the liberator medical representative for a replacement.

Manufacturer narrative:
Upon further review, bd has determined that this MDR was initially reported in error as this event is not reportable. H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the device was not returned.